Manufacturer narrative:
Final analysis found that as received, a partial lead was returned in two pieces measuring 49.0 cm and 3.5 cm, respectively. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage. The reported event of noise could not be confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for extraction of the right ventricular lead that which was previously capped on (B)(6) 2012, due to noise. The lead was explanted and replaced. The patient was in stable condition.